Manufacturer narrative:
Additional information: a medtronic representative reported that the troubleshooting process lasted 30 minutes and it occurred before the start of the procedure. Patient was under anesthesia but the issue was discovered prior to incision as the surgeon wanted to register the patient (beginning process for navigation to be used).

Manufacturer narrative:
On 06//09/2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Emitter failure was causing the details to display red bars, instead of green, at the top. Return requested. Replacement field generator/emitter shipped to site 06/09/2016. Medtronic investigation of returned suspect emitter confirmed the reported behavior. Emitter showed field generator and axiem were not connected after running the field generator for thirty minutes. Red status / no tracking - electrical failure. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. On 06/13/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative reported that, prior to the start of an ear, nose & throat (ent) procedure, the site's navigation system axiem and emitter both showed a red status. In trouble-shooting, re-booting the navigation system did not resolve the issue. The surgeon opted to cancel the procedure. There was no harm to the patient reported.